Manufacturer narrative:
Integra has completed their internal investigation on 14 jul 2016. The product was not returned for evaluation. No DHR review was possible since no lot number was provided. Upon review of integra's complaint system from april 2014 to june 2016, there is one (1) complaint (the one under evaluation) related to ¿the valve doesn't drain my head unless I walk around¿ for shunt systems (pudenz) and accessories product family. Approximately (B)(4) units were released for distribution from april 2014 to june 2016. Therefore, the complaint occurrence rate for this type of incident is (B)(4). This was determined by dividing the number of complaints in this category (1) by the number of units released for distribution purposes (B)(4). Conclusion: as part of integra¿s (B)(4) manufacturing process, controls are in place to ensure correct product assembly and functionality. No assignable causes that could be associated to integra¿s manufacturing process could be determined based on review of CAPA's, ncr's, and scar's history. This event cannot be confirmed as there is no returned device to evaluate.

Manufacturer narrative:
Based on information provided by patient it is difficult to determine if the device is an integra device. Additional information has been requested.

Event description:
A complaint was received from the patient as follows: "patient had a pudenz valve, medium pressure shunt (device name: ps medica vp shunt?) Emplaced in (B)(6) 2001, and it works quite well on the whole. However, sometimes when I'm lying down for sleep, my head starts throbbing with increased intracranial pressure, and the valve doesn't drain my head unless I walk around. The strange thing is that it's not always gravity-dependent. There are many nights when I can fall asleep and spend 8 hours in bed without any drainage problems. The only correlation I can see is with atmospheric pressure. It seems that when there is a very high-pressure weather system (ex. Above 102 kpals), the valve has difficulties and under drainage becomes a problem. Or when the weather changes drastically." Additional information was requested and is pending.